Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the pump shutdown unexpectedly multiple times. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.